Event description:
It was reported that a physician deployed a complete se peripheral self-expanding stent to treat a lesion in the proximal left sfa reported to exhibit little calcification and 95% stenosis. It was reported that the physician encountered difficulties removing the device following stent deployment. The device passed through a previously deployed stent. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: none (no device return); (based on the information available, unable to determine root cause); no results available since no evaluation performed (device or cine images not returned for evaluation). Conclusion: unable to confirm complaint (device or cine images not returned for evaluation). (Based on the information available, unable to determine root cause). (B)(4).